Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1chgl, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The rep stated that the patient complained of swelling and redness that was likely due to a post-operative infection about 2 weeks ago. The hcp saw the patient post-operatively and put the patient on antibiotics, but it failed to make the symptoms better and their incision opened up. The patient had a planned explant for (B)(6) 2017. The issue was resolved at the time of the report, and the patient was alive with no injury. The patient¿s implantable neurostimulator (ins) and lead would not be returned because the customer refused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.